Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and got exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump started beeping. The customer stated that there was crack at the bottom and part missing on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. No moisture damage on the motor was noted. Unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime, operating currents, off no power and excessive no delivery alarm tests. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window and a missing end cap sticker.